Event description:
During robotic hysterectomy case, an internal failure of spatula instrument occurred. It starting sparking when the power was applied. Instrument immediately removed and case continued with new spatula part. There was one use left on robotic spatula - davinci. Instrument taken to sterile supply then to biomed for safekeeping. No pt harm noted per robotic team. Event abated after use stopped or dose reduced: yes.